Manufacturer narrative:
Internal complaint number: (B)(4) the device was returned to the factory on 01/23/2020. An investigation was conducted on 02/28/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the heater wire. Blood was also observed on the harvesting handle. The heater wire was observed to be completely flexed away from the center of the hot jaw with detachment at the tip but remained attached at the base. The clear silicone insulation on both the cold and hot jaws was observed to be fully intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure "material twisted/ bent " are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they witnessed the separation within the hemopro jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they witnessed the separation within the hemopro jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.